Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted 1 blade and pad had detached from the balloon. The 3 remaining blades were fully bonded to the balloon. No damage was noted to the blades. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a longitudinal balloon tear in the proximal balloon body. The longitudinal tear was located on the opposite side of the blade and pad detach site. The balloon material also exhibited creasing at the location of the detached blade and pad. No damage was noted to the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a vessel rupture and blade detachment occurred. A 90% stenosed 4cm target lesion was located in a moderately tortuous and moderately calcified left brachial vein. A 6.00mm / 2.0cm / 50cm otw peripheral cutting balloon¿ was used in a shunt percutaneous transluminal angioplasty. During procedure, a non bsc introducer sheath was inserted through antegrade approach. A non bsc guide wire was advanced to the lesion and the balloon was inflated with a dog bone shape since the lesion was tight. It was further observed that it took more than 5 seconds for each balloon while raising the pressure as dilatation was performed. However, it was observed on the 3rd inflation in 60 seconds that the balloon ruptured at 10 atm. Furthermore, the vessel was ruptured. In addition, the physician observed that the vessel was fragile and could not withstand the pressure from balloon inflation. Astriction was immediately performed and the bleeding was stopped. The device was checked and confirmed that only three blades were present. It was suspected that one blade detached inside the patient and was confirmed under fluoroscopic guidance that a blade like component was at collateral near the lesion. The procedure was completed with another of the same device. Good blood flow was confirmed. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a vessel rupture and blade detachment occurred. A 90% stenosed 4cm target lesion was located in a moderately tortuous and moderately calcified left brachial vein. A 6.00mm / 2.0cm / 50cm otw peripheral cutting balloon¿ was used in a shunt percutaneous transluminal angioplasty. During procedure, a non bsc introducer sheath was inserted through antegrade approach. A non bsc guide wire was advanced to the lesion and the balloon was inflated with a dog bone shape since the lesion was tight. It was further observed that it took more than 5 seconds for each balloon while raising the pressure as dilatation was performed. However, it was observed on the 3rd inflation in 60 seconds that the balloon ruptured at 10 atm. Furthermore, the vessel was ruptured. In addition, the physician observed that the vessel was fragile and could not withstand the pressure from balloon inflation. Astriction was immediately performed and the bleeding was stopped. The device was checked and confirmed that only three blades were present. It was suspected that one blade detached inside the patient and was confirmed under fluoroscopic guidance that a blade like component was at collateral near the lesion. The procedure was completed with another of the same device. Good blood flow was confirmed. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).